Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the fractured spring was discovered in the sterile process department while turning over the tray to be processed and inserter did not hold the femur. This incident did not occur during a surgery and no adverse events have been reported as a result of this malfunction as there is no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation shows signs of repeated use (nicked or gouged). Functional check with femoral provisional & impactor pad relayed that the instrument functions properly. Springs are not broken. DHR was reviewed and no discrepancies were found. It was determined that there is no defect with the device. The device worked properly within specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.